Event description:
It was reported that the defibrillator experienced a boot error, "can't normal use". There was reportedly no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The pins were lifted on the t2 transformer.